Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the customer felt abnormal movement of the tenaculum forceps instrument after using for 10 minutes. The instrument was found to have broken wires. A backup instrument of same kind was used to continue the procedure. There was no report of fragment(s) falling inside the patient. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tenaculum forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint "found broken cables." Failure analysis found the primary failure of broken pitch cable to be related to the customer reported complaint. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. The cable crimp was still attached to the distal clevis. No investigation required as no image or video clip for the reported event was submitted for review. A review of the instrument log for the tenaculum forceps instrument (part# 470207-10/ lot/serial# k10211108-0131) associated with this event has been performed. Per this review of the logs, the tenaculum forceps instrument was last used on (B)(6) 2022 via system serial# (B)(4). There were 9 uses remaining after this last usage. A review of the system logs shows the site performed this myomectomy surgical procedure on (B)(6) 2022 via system serial# (B)(4). This event is being reported because this instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.